Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's alarm vibration are too low. Reportedly, the customer reverted to an alternate method of insulin therapy. No reported impact to the customer's blood glucose level.